Event description:
It was reported that during a da vinci-assisted partial nephrectomy surgical procedure, customer contacted intuitive surgical, inc. (Isi) technical service engineer (tse) and reported monopolar curved scissors (mcs) instrument was stuck on universal surgical manipulator (usm). Site stated the mcs was bent. Site was trying to use the instrument release toll (irt), tse advised it may work but normally used to release tissue. Site then pulled the instrument and cannula from the patient and was able to get it off from the usm. Mcs was found to have broken at tip. Site ended call without confirming if fragments fell. The procedure was completed as planned. Intuitive surgical, inc. (Isi) followed up with the initial reporter and obtained the following additional information: the instrument was inspected prior to use and nothing seemed out of the ordinary. The surgeon was articulating the mcs tip in a circular motion. There was no issue with the closing and opening of the grips. There were no cables protruding from the tip of the instrument. There were no cables poking out of the instrument. The instrument tip was stuck in a bent position. No exposed cable. . Before the instrument was stuck in a bent position, cautery functioned normally. Once the instrument was stuck in the bent position, the surgeon did not use cautery as it would be dangerous to do so. There was no signs of thermal damage. The incision site was not widened. Site tried to use an instrument release key, but it did not work as this is for only removing tissue. The cannula and instrument was removed from the patient manually and forcefully. No fragments fell inside the patient. No instrument collision occurred. The cannula and cap was removed from the instrument. The instrument was able to be forcefully removed without causing damage to tissue.

Manufacturer narrative:
Intuitive surgical, inc. (Isi) did receive a da vinci product to perform failure analysis. The monopolar curved scissors instrument was analyzed and found to have the main tube broken. No material was found missing. The complaint was confirmed by failure analysis, which indicates that the device may have contributed to the customer reported issue. Review of the provided image is consistent with the reported complaint of bent instrument.